Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effects of pain and occlusion are listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported the procedure was to treat a lesion in the tibioperoneal trunk. A 3.75x38mm esprit btk scaffold was successfully implanted on (B)(6) 2024. During a follow-up appointment on (B)(6) 2024, the patient complained of leg pain and an ultrasound confirmed that the scaffold had occluded. An additional procedure was performed on (B)(6) 2025 where a coronary arterial stent was placed as treatment. No additional information was provided.